Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported there was a problem with the implant surgery. The incision blasted after a couple of weeks of implant when they took the stapes out. They were going to have to take it out and redo. Patient was trying to get some preauthorization test done before the surgery today but could not turn stim off. Today the handset was prompting them to scan the communicator serial number. On the call instructed patient to enter the serial number manually. Patient was able to successfully connect.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.